Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. The site has indicated no further info is available. If the sample is received, a f/u report will be submitted.

Event description:
The customer reported that a pt was burned during a procedure.